Event description:
Boston scientific received information that the right ventricular (rv) lead had previously been surgically abandoned due to an unspecified product performance issue. The lead was extracted approximately ten years later during another revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.